Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly the base measuring approximately 0.341" x 0.085". The broken piece was not returned. Components adjacent to this broken blade did not show damage. Review of the provided image is consistent with the alleged complaint: tip of the harmonic ace instrument was broken off. No further escalations required for the image review.

Event description:
It was reported that during a da vinci-assisted surgical procedure, harmonic ace instrument blade was broken off. The customer used a backup same instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragment fell inside patient. The instrument did not collide with any other instrument or tools during the procedure. No post-operative test was performed. The broken piece will be returned.